Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as "high"; although specific value was not provided. Cause was not known. To address the situation, the customer changed the infusion set and cartridge and requested a replacement infusion set and cartridge from technical support, after understanding the operational details of the insulin pump when control iq technology is inactive.